Event description:
Adverse event(s): "no patient impact was reported" (no consequences or impact to patient). Product problem(s): "no irrigation" (inability to irrigate). A surgeon reported that during a planned anterior vitrectomy, secondary to a preexisting posterior capsular tear, the device produced inadequate irrigation.

Manufacturer narrative:
A company service representative examined the system. The fluidics pcb was replaced preventatively. It was subsequently tested and found to meet specifications. The investigation, including root cause determination, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).